Manufacturer narrative:
Concomitant products: product ID 8781, lot # 0206042792, product type catheter. (B)(4).

Event description:
It was reported the patient came to the hospital for a refill, but the pump could not be found, nor re-filled. A CT scan was performed and found that the pump had fallen into the abdominal cavity. Surgical intervention was performed on the day of this report and the patient was hospitalized. It was said the catheter could not be removed due to strong adhesions, but the pump was re-placed on the fascia. It was noted by the hcp, ¿now that the pump is placed on the fascia, it is easily recognizable.¿ it was noted the patient¿s outcome was listed as ¿recovered,¿ but there was some confusion as the date of the outcome was listed as (B)(6) 2012. The date of onset was listed as (B)(6) 2013. The pump was used to deliver gablofen. It was later reported the date of onset, as well as the date of recovery were (B)(6) 2013. It was stated it was unknown why the pump had fallen, but the event was not caused by the pump, catheter, programmer, or medication. It was documented that the pump was ¿extracted¿ via laparotomy on (B)(6) 2013, and was ¿re-fixed under the skin.¿ there was no overdose or withdrawal symptoms. The patient was said to have recovered and was receiving intrathecal infusion without any problems.

Event description:
The following information was previously reported as part of manufacturer's report # 3004209178-2013-12977: [it was reported that the patient had come into the clinic for a refill, but they ¿could not confirm the pump¿. A CT scan was performed and the pump was found down at the abdominal cavity. That night, a reparative surgery was conducted and the pump was ¿refixed¿ at the epifascial. It was indicated that the catheter could not be removed because the adhesion was ¿extreme¿. The device system was used to deliver gabalon.] It was determined to be the same event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's ashworth muscle tone scale scores changed between the patient's assessments 6 months postoperative on (B)(6) 2013 and 12 months postoperative on (B)(6) 2013. Hip flexion (knee extension) and knee extension scores increased from 1 at 6 months to 4 at 12 months on both the left and right side. Wrist flexion scores decreased from 3 to 1 on both sides. Elbow flexion increased from 1 to 3 on both sides. Elbow extension increased from 2 to 3 on both sides. The patient's daily dose was changed to 150 micrograms (mcg) on (B)(6) 2013. The dose was increased again to 175 mcg on (B)(6) 2013 and to 200 mcg on (B)(6) 2013. There were volume discrepancies of 5.4%, 2.0%, and 1.4%, respectively, on the dates of the dose changes with the actual residual volume being less than the expected residual volume in each case.